Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) twice (while wearing the same pod) due to hyperglycemia. The patient's blood glucose levels reached 460 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include dehydration and low sodium levels; patient was also diagnosed with a urinary tract infection (uti). On the initial ER visit, patient was given a prescription for the diagnosed uti (cefpodoxime, 200mg tablet, to be taken twice daily for 10 days) and was released after 6 hours; the following day while still wearing this pod, patient was taken back to the ER, where she was treated with intravenous fluids and released after 5 hours. (B)(6).